Event description:
It was reported that the customer experienced a cracked and shattered touchscreen on their pump, rendering the screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate method of insulin therapy.